Manufacturer narrative:
(B)(4). Date sent: 10/12/2021. D4: batch # t5ec62. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with no staples present and an anvil with a washer cut. The device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for surgery? The patient needed to have a resection of a tumor. What surgical procedure was performed? Mesorectal excision with anastomosis. Did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? This is the first procedure and the problem experienced was that the anastomosis leaked, on analysis there was one complete tissue ring on the (distal) side of the purse string, however the tissue ring on the proximal side was incompletely formed. The anastomosis did not pass the leak test. What healthcare professional fired the device and what is his/her experience with the device? The surgeon asked his assistant to fire the device, the assistant has been assisting in this capacity for a number of years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Exact middle -b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, the surgical pause was observed was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. Yes, please note above description, the incomplete tissue ring was observed on the distal stump (the side where the cartridge housing is) was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Based on the green firing sequence indicator the firing sequence was complete, however the leak test was done due to the one incomplete tissue ring, the anastomosis did not pass the leak test. What is the current status of the patient? The patient has been discharged with a stoma, the surgeon hopes to close the stoma 6 weeks from the date of the procedure pending the patient¿s condition and fitness for surgery.

Event description:
It was reported that the powered circular shaft was inserted rectally and connected to the anvil in the proximal colonic segment where the anvil was secured with a purse string. The device was closed as per IFU until the orange indicator was halfway between the green "safe-firing' range. The 20 second interval was observed in order to allow for tissue preparation for firing and no further compression was deemed necessary by the surgeon at which time the device was fired until a green check mark indicated completion of the firing sequence. The device was opened and removed as per the IFU. A leak test was performed, and a leak was detected on the dorsal aspect of the anastomosis, at which time the anastomosis was over sown and a stoma was opened proximally to the anastomosis to allow for the anastomosis to heal. Lot t94w3r. The procedure was delayed by 30-minutes. No fragments were generated.